Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Both reloads were received attached to an instrument. Visual inspection of the both returned product noted that the reloads were fully fired. The jaws of the reloads were closed. Each instrument was received attached to handles. The reloads were disassembled and the knife laminates were found to be damaged. Score marks were present on the channel adapters. The lock rings could not return to their home position. Staple pushers were flush with the cartridges. Formed staples were left over on the cartridges. The instrument firing knobs were forcefully retracted and the reloads were unloaded from the instruments. The reloads could not be loaded into a post market vigilance instrument for functional testing due to the noted damage. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the difficulty to retract knife blade may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple si ze. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary. Additionally, the investigation detected a secondary condit ion of bent knife laminates that is related to the reported condition. This bowing condition does not interfere with normal function of the reload when applied on tissue within the thickness range specified in the instructions for use. The use on over-indicated tissue in combination with the bowing condition leads to the difficulty opening the jaws after firing. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracic surgery lobectomy, while dividing the lung tissue, the stapler was able to fire, the first purple cartridge worked normally. They could not unload the two black reloads from the instrument because of jammed mechanism. Next, a black extra thick cartridge was taken. The cartridge worked and cut the tissue, but the cartridge jaws no longer opened from the handle when it had to be removed. And when the jaws did not open, neither does the cartridge release from the handle. So they took another handle and an extra thick cartridge and the same thing occurred. The jaws did not open and the cartridge cannot be removed. With the third handle they no longer tried to take the black extra thick cartridges, but the purple cartridges were cut without any problems. There was poor staple formation and the jaws of the device locked on the tissue and was removed. They over sewed to fix the staple line. The surgical time was extended by thirty minutes or more as they needed to remove instrument and replace it with another handle and purple reload. The surgeon needed to use hand sewing for closure of the lung tissue and complete the case.